Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl. Customer¿s blood glucose value was 350 mg/dl. Customer also stated that they experienced a low blood glucose value was 70 mg/dl. Customer declined troubleshooting for high and low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with debris in the reservoir tube. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches.